Manufacturer narrative:
Johnson and johnson medical (B)(6) reports: first revision in (B)(6) 2010 to remove duofix components ((B)(4)). Patient experiencing pain and swelling, during surgery small amounts of grey staining tissue found (metallosis), also the synovium was thickened. Revision components removed were generally well fixed but bone scan indicated loosening. Significant osteolysis noted under both tibial and femoral components. Thickened synovium, mild grey staining of tissues. Examination of the returned products was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for pain, swelling, metallosis components removed were generally well fixed but bone scan indicated loosening. Significant osteolysis noted under both tibial and femoral components. Thickened synovium, mild grey staining of tissues.